Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged nasal/throat irritation, headache, runny nose. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found unknown white and black contamination (dust-like) at the air input of the blower box. A few small black hairs or fibers at the air input of the blower box. Potential mineral deposit spots at the air input of the blower box entrance and in the hole of the air input of the blower box. Slight dust-like contamination on top of the blower motor and the blower motor seal. Tiny unknown black and white specs of contamination on the bottom the blower box. The manufacturer found there was no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The device was applied power and the device operated properly. The manufacturer concludes contamination of dust, dirt, white and black contaminant found were external to the device and mineral deposit consistent with blower box. The manufacturer concludes there was no evidence of sound abatement foam degradation.